Event description:
The reporter stated that he did a meter to hcp meter comparison test, done side by side both tests capillary. His meter results was 145 mg/dl, and his doctor's (accuchek) read 193 mg/dl. He did not have any symptoms. Due to a lack of supplies, a control test was not done during troubleshooting. The lifescan representative reviewed cleaning, since the reporter stated that he had never cleaned his meter or test strip holder.